Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving readings of less than 20 mg/dl compared to lab results of 107 mg/dl, 129 mg/dl,184 md/dl and 132 mg/gl obtained within 10 minutes. Results of 19 mg/dl, when plotted on a parkes error grid against the reported lab results, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(6) were tested with control solution. Not all results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. In addition, the reported readings were found in the meter's memory.